Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the blue sureform 60 reload as it was discarded by customer site. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history shows a related complaint in which the sureform 60 stapler instrument has been requested to be returned which was used in the same procedure. A log review show a blue sureform reload 60 and was used for the sleeve gastrectomy procedure on (B)(6) 2021 on system (B)(4). A review of the instrument log of the sureform stapler 60 (part # 480460-09 / lot # l91211011-0015) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the log for the sureform stapler 60 has been performed by an isi failure analysis engineer (fae). Logs show pn 480460-09, lot l91211011-0015 was installed 7 times and fired 6 reloads (1 green followed by 5 blue). All firings were completed per the logs. Firings 1-3 and # 6 had no pauses for compression. Firing 4 had 1 pause and firing 5 had 6-7 pauses. There were no incomplete clamps by this instrument. This complaint is being reported due to the following conclusion: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/misuse. The surgeon over-sewed the staple line with a double layer 2.0 barbed suture. This is not considered medical intervention to preclude permanent impairment since it was not on non-vascular tissue and there was no observed bleeding. Review of stapler logs confirmed all firings were completed with no incomplete clamps. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure the sureform 60 stapler misfired. The site swapped to spare instrument and completed the procedure with no report of patient injury. On 22-nov-2021, intuitive surgical, inc. (Isi) received user facility report 2201630000-2021-8050 stating: the robotic stapler misfired. The last blue load stapler fire failed to create solid staple lines on either side of the intended filed for firing the stapler. On 30-nov-2021, isi contacted the risk manager and obtained the following information about the complaint: she believes the staple line was missing staples at the beginning and at the end of the staple line. She went through her notes and told me the surgeon over-sewed the staple line with a double layer 2.0 barbed suture. There was no injury to the patient and the procedure was completed. On 02-dec-2021, isi contacted the surgeon and obtained the following additional information about the complaint: he said the staples were missing in the middle of the staple line. The target tissue was stomach tissue. There was no bleeding. The surgeon said the tissue looked tight and he didn't want to do another staple fire and decided to over-sew the staple line with a suture. He said they removed the stapler and saw a few staples left behind in the reload. They removed the reload, cleaned the stapler and continued to use it with no other issues. The reload has been discarded. There was no injury to the patient and the patient has not returned due to any post-procedure complications. On 14-dec-2021, isi contacted the risk manager and obtained the following information. She wasn't able to provide any additional information on the patient's ethnicity, race, any relevant test or patient's medical conditions.